Event description:
This case was initially received via regulatory authority (B)(6) medicines agency, reference number: (B)(4) on 11-jan-2021. The most recent information was received on 26-mar-2021. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pain after the essure insertion') in a (B)(6) female patient who had essure (batch no. C12711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arm operation (the surgery was performed a short time before de essure operation). On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced fatigue ("fatigue"), memory impairment ("bothersome symptom she has, including memory problems") and adverse event ("adverse event"). In (B)(6) 2019, the patient experienced varicella ("got chickenpox"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), lasting 6 months and experienced post viral fatigue syndrome ("post viral fatigue syndrome"), feeling abnormal ("brain fog"), alopecia ("hair loss"), tinnitus ("ringing in the ears"), indifference ("she could be happy or sad about events, feels that this has changed into indifference"), musculoskeletal discomfort ("discomfort in the shoulders"), arthralgia ("pain in the shoulders, joint pains"), dyspepsia ("digestive problems"), diarrhoea ("loose stools"), visual impairment ("vision - experienced as having changed"), dizziness ("feels dizzy") and confusional state ("feels confused"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, varicella, post viral fatigue syndrome, feeling abnormal, alopecia, tinnitus, indifference, musculoskeletal discomfort, arthralgia, dyspepsia, diarrhoea, visual impairment, dizziness, confusional state, fatigue, memory impairment and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event, alopecia, arthralgia, confusional state, diarrhoea, dizziness, dyspepsia, fatigue, feeling abnormal, indifference, memory impairment, musculoskeletal discomfort, pelvic pain, post viral fatigue syndrome, tinnitus, varicella and visual impairment with essure. The reporter commented: physician considered the events to be non-serious. They were routinely reported by physician as requested by patient. The physician reported that there may be other causes of the patient's problems, but she (patient) reports the start of symptoms almost immediately after she had the implant inserted. Date of insertion of essure reported was (B)(6) 2016, the fatigue, memory impairment and adverse event nos (were reported in (B)(6) 2016; however patient states the symptoms started after she had the implant inserted most recent follow-up information incorporated above includes: on 26-mar-2021: the lot number and the date of insertion and removal of the essure, patient¿s medical history and new adverse events (got chickenpox, post viral fatigue syndrome, pain after the essure insertion, brain fog, hair loss, ringing in the ears, indifference, discomfort in the shoulders, pain in the shoulders, joint pains, digestive problems, loose stools, vision change, feels dizzy/confused, memory problems and adverse event) were received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (norwgian medicines agency, reference number: (B)(4)) on 11-jan-2021. The most recent information was received on 05-apr-2021. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pain after the essure insertion') in a 30-year-old female patient who had essure (batch no. C12711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arm operation (the surgery was performed a short time before de essure operation). In 2016, the patient experienced fatigue ("fatigue"), memory impairment ("bothersome symptom she has, including memory problems") and adverse event ("adverse event"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2019, the patient experienced varicella ("got chickenpox"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), lasting 6 months and experienced post viral fatigue syndrome ("post viral fatigue syndrome"), feeling abnormal ("brain fog"), alopecia ("hair loss"), tinnitus ("ringing in the ears"), indifference ("she could be happy or sad about events, feels that this has changed into indifference"), musculoskeletal discomfort ("discomfort in the shoulders"), arthralgia ("pain in the shoulders, joint pains"), dyspepsia ("digestive problems"), diarrhoea ("loose stools"), visual impairment ("vision - experienced as having changed"), dizziness ("feels dizzy") and confusional state ("feels confused"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, varicella, post viral fatigue syndrome, feeling abnormal, alopecia, tinnitus, indifference, musculoskeletal discomfort, arthralgia, dyspepsia, diarrhoea, visual impairment, dizziness, confusional state, fatigue, memory impairment and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event, alopecia, arthralgia, confusional state, diarrhoea, dizziness, dyspepsia, fatigue, feeling abnormal, indifference, memory impairment, musculoskeletal discomfort, pelvic pain, post viral fatigue syndrome, tinnitus, varicella and visual impairment with essure. The reporter commented: physician considered the events to be non-serious. They were routinely reported by physician as requested by patient. The physician reported that there may be other causes of the patient's problems, but she (patient) reports the start of symptoms almost immediately after she had the implant inserted. Date of insertion of essure reported was (B)(6) 2016, the fatigue, memory impairment and adverse event nos (were reported in (B)(6) 2016; however patient states the symptoms started after she had the implant inserted. Most recent follow-up information incorporated above includes: on 5-apr-2021: extension of expected date of next report. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (norwgian medicines agency, reference number: (B)(4)) on 11-jan-2021. The most recent information was received on 19-apr-2021. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pain after the essure insertion') in a 30-year-old female patient who had essure (batch no. C12711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arm operation (the surgery was performed a short time before de essure operation). In 2016, the patient experienced fatigue ("fatigue"), memory impairment ("bothersome symptom she has, including memory problems") and adverse event ("adverse event"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2019, the patient experienced varicella ("got chickenpox"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), lasting 6 months and experienced post viral fatigue syndrome ("post viral fatigue syndrome"), feeling abnormal ("brain fog"), alopecia ("hair loss"), tinnitus ("ringing in the ears"), indifference ("she could be happy or sad about events, feels that this has changed into indifference"), musculoskeletal discomfort ("discomfort in the shoulders"), arthralgia ("pain in the shoulders, joint pains"), dyspepsia ("digestive problems"), diarrhoea ("loose stools"), visual impairment ("vision - experienced as having changed"), dizziness ("feels dizzy") and confusional state ("feels confused"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, varicella, post viral fatigue syndrome, feeling abnormal, alopecia, tinnitus, indifference, musculoskeletal discomfort, arthralgia, dyspepsia, diarrhoea, visual impairment, dizziness, confusional state, fatigue, memory impairment and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event, alopecia, arthralgia, confusional state, diarrhoea, dizziness, dyspepsia, fatigue, feeling abnormal, indifference, memory impairment, musculoskeletal discomfort, pelvic pain, post viral fatigue syndrome, tinnitus, varicella and visual impairment with essure. The reporter commented: physician considered the events to be non-serious. They were routinely reported by physician as requested by patient. The physician reported that there may be other causes of the patient's problems, but she (patient) reports the start of symptoms almost immediately after she had the implant inserted. Date of insertion of essure reported was (B)(6) 2016, the fatigue, memory impairment and adverse event nos (were reported in (B)(6) 2016; however patient states the symptoms started after she had the implant inserted batch no: c12711, production date: 2014-01-15, and expiration date 2017-01-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.